Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15215. Related manufacturer reference number: 2938836-2019-15217. It was reported that the patient presented in-clinic with sepsis and endocarditis. Further diagnosis revealed vegetation on the leads, mitral valve regurgitation, and mitral valve prolapse. The entire system was explanted along with mitral valve replacement and the patient was discharged in stable condition.